Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-05048. Related manufacturer reference number-2017865-2020-05050. Related manufacturer reference number-2017865-2020-05051. It was reported that the implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads exhibited loss of capture. The right ventricular lead capture thresholds were noted to have increased. It was also noted that the patient was experiencing stimulation from their left ventricular lead. The left ventricular lead was turned off. Atrial lead measurements appeared stable. The system was explanted and replaced. The patient was in stable condition.